Manufacturer narrative:
(B)(6) 2016.

Event description:
A report was received that following a non-device related procedure, the patient's ipg was unable to communicate with the remote control or clinician programmer. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure.

Event description:
A report was received that following a non-device related procedure, the patient's ipg was unable to communicate with the remote control or clinician programmer. The patient will undergo an ipg revision procedure.